Event description:
We received a notice about an event occured at (B)(6) hospital (rome), but the only info are ref. And batches with no other explanation, already sent a request of info. As per additional information received: breakage of insert locking wire. Customer has confirmed that patients didn¿t suffer any injury regarding the events.

Manufacturer narrative:
Corrected data: it was discovered that the selection for b2 was inadvertently missed during the submission of the initial report. B2 has been updated with the appropriate information. Reported event: an event regarding a crack/fracture involving a triathlon insert was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned clinician review: no medical records were received for review with a clinical consultant device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: it was reported that the insert locking wire was observed to be broken. The event could not be confirmed nor the exact cause be determined because insufficient information was provided. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened. Product surveillance will continue to monitor for trends.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
We received a notice about an event occured at (B)(6) hospital ((B)(6)), but the only info are ref. And batches with no other explanation, already sent a request of info. As per additional information received: breakage of insert locking wire. Customer has confirmed that patients didn't suffer any injury regarding the events.